Event description:
Information received from the implanting surgeon confirmed the intraoperative procedure to correct the tunneled lead resolved the externalized portion of the lead. He indicated that he followed tunneling procedures as normal, and did not note anything unusual prior to visual observation of the lead. The patient did not sustain permanent or otherwise serious damage to her tissue. The surgeon confirmed that the patient's obesity contributed to the event. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that in the initial implant surgery for the patient that day, the surgeon pierced the patient's skin with the tunneler in a location between the neck and generator pocket incision sites. The lead traveled outside the body for a small distance before it re-pierced the skin and tunneled the remaining distance to the generator pocket. The surgeon was unaware that this had occurred because the tunneler was hidden in folds of the patient's skin, attributed to the patient's obesity. He pulled the lead through, connected it to the generator, and closed the pocket. When the patient was repositioned, the surgeon observed that a portion of the lead was outside the body. The surgeon reportedly resolved the procedure by disconnecting the lead from the generator, pulled the lead back to the point where it was first externalized, and re-tunneled the lead. Sterility was not broken in the process. Lead impedance was retested and was within normal limits. Attempts for additional pertinent information have been unsuccessful to date.